Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo heavily calcified, heavily tortuous proximal right coronary artery (prca)lesion with 80% diffused disease. Predilated with a 1.5x12 and a 2.0x12 minitrek balloons at 8 atm. A 3.5x38 xience sierra was implanted, and while removing the stent delivery system it was revealed that a dissection at the distal end occurred. A 3.0x15 xience sierra was used to cover the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.